Manufacturer narrative:
Controls were run before this incident and recovered within assay limits. Controls were run after the incident and were out of assay limits. On (B)(4) 2009, the field service engineer (fse) cleaned and lubricated the waste pump. Verified the instrument performance to specs. On (B)(4) 2009, the fse replaced the waste pump. Verified the instrument performance to specs. The root cause is unk, but may be related to replacement of the waste pump during instrument servicing for this event. Also, the instrument did generate suspect flags on all cbc parameters except the wbc parameter on the first rerun. These instrument generated suspect flags alert the operator to further review the specimen. Per product labeling, when all counted parameters are consistently lower than normal and mcv is normal, the probable cause is a short sample, poor bath drain or a diluted sample. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4) 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous low complete blood count (cbc) results were obtained for one pt sample when using a coulter ac-t diff 2 analyzer. Erroneous results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.